Manufacturer narrative:
The user reported discrepancies between bg and sg readings with their previous sensor. Review of dms on the previous sensor had no data since 28 mar 2026, but prior data indicated that bg values fit sg trends well, with occasional differences due to the expected lag between bg and sg inherent to sensing technology and adjustments based on calibration values entered.the user already had a new sensor inserted and been using the system. The user was educated about possible discrepancies during the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. The user was advised to continue using the system with their new sensor, entering calibrations as prompted by the system. The dms review confirmed that the system remained active in use with current data.

Event description:
Senseonics was made aware of an incident where the user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.